Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened during establishing final arm angle. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with a grade of 4+. The clip was advanced to the mitral valve. There was an a2 lateral and p2 medial flail and the left atrium was enlarged. Grasping was difficult. The leaflets were eventually grasped medial a2/p2 by using the independent grasping technique. It took about 90 minutes to get an acceptable grasp. When getting ready to deploy the clip, the final arm angle was tested but the clip opened to 40 degrees. Trouble shooting was performed but the clip settled at 40 degrees again. They removed the clip without any issues. No clips were implanted, mr remains at 4+. There were no adverse patient effects and no clinically significant delay in the procedure. A possible high-risk surgical procedure will be discussed. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle (efaa) was not confirmed during returned device analysis. The reported difficulty grasping leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported clip failing efaa could not be determined. The reported difficulty grasping leaflets appears to be due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.na